Event description:
The patient sought medical attention while wearing a pod on the arm, which had been worn for longer than 48 hours. Medical attention was sought due to an issue related to the omnipod system. The patient reported loss of the controller and an inability to deliver insulin or manage elevated blood glucose levels, with no backup method available. As a result, blood glucose reportedly increased to greater than 900 mg/dl, prompting hospital presentation. On the day of reporting, the patient was admitted to the hospital. The length of hospitalization and discharge date were unavailable at the time of reporting, as no release date had been provided. Reported symptoms included frequent urination and excessive thirst. No diagnosis had been provided at the time of reporting. Treatment included administration of an insulin drip for management of elevated blood glucose levels. The patient also reported localized skin reactions at the pod site, including redness and swelling. At the time of reporting, the patient had not resumed pod therapy due to lack of pods and the controller and continued to receive insulin via drip. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.